Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot k247 was conducted. There were no non-conformance associated with this lot. This lot met all release requirements. A review of kit lot k247 shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. An investigation was performed based on the complaint description and customer provided photographs. The complaint kit was not returned. Review of the photographs verify the reported tubing leak as a small cut is seen on the red cell pump tubing loop. The damage to the tubing is at the location where there is an edge on the instrument pump head. The size, shape, and location of the observed damage on the pump loop is consistent with damage that occurs if the pump loop tubing is inadvertently rubbed against the pump head during installation by the end user. A material trace of the tubing used to build lot k247 did not find any non-conformances. The device history record (DHR) review did not result in any related non-conformances and this kit lot passed all lot release testing. The root cause of the tubing leak was most likely the damage that occurred during installation of the pump loop by the end user. No manufacturing related defects were identified during the evaluation. No further action is required at this time. This investigation is now complete. (B)(4). H.m. 16-may-2022.

Event description:
The customer contacted mallinckrodt to report they experienced a tubing leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported a tubing leak during photoactivation, after 1553ml of whole blood had been processed. The customer reported the leak was coming from the red blood cell pump tubing. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer reported the patient was in stable condition. The customer returned a photograph for investigation.